Event description:
Boston scientific received information that during a procedure to implant a new right ventricular defibrillation lead and device, this lead was connected to the replacement device and exhibited a high out of range pacing impedance measurement. This lead was then tested through a psa and exhibited a high, but not out of range, pacing impedance measurement. The physician chose to explant this lead and implant a new right atrial lead. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.